Event description:
It was reported that during a ptca procedure, the catheter was torqued in an attempt to pass the tortuosity in the iliac artery, and the catheter broke in two pieces. The distal portion of the catheter was successfully removed with a snare device. No pt injury was reported.